Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported ruptured. Device status unknown. Record is for unknown side.

Event description:
Medical staff reported, ruptured. Implant on left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.